Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found frequent ¿gas loss in iabp circuit¿ alarms in logs. However, the fse was unable to find any problem with the pump. The fse stated that the alarm is displayed when there is an issue with the balloon or catheter. The unit passed all functional and safety tests according to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is failing leak test. Is alarming for helium. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.